Event description:
Procedure type: proctectomy. According to the reporter: after applying the device the donuts were examined and both were intact. When checking the anastomosis, a leak was noticed and additional setup was required for the area to be over-sewn. Surgery time was extended by forty five minutes and blood loss was minimal.

Manufacturer narrative:
Initial report sent: 04/02/2009.